Event description:
During the review of device records, it was noted that the patient's device was explanted shortly after implant with no known reason. Later, it was determined that the patient's pulse generator was explanted due to an infection. No further details were made on the issue. The manufacturer device history records for both lead and generator were reviewed indicating that the device was sterilized prior to distribution. Good faith attempt to obtain add'l information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.